Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a total absence of ultrasound power with the system and handpiece during a cataract extraction procedure. The staff switched the system off and on and changed the program but that did not resolve the issue and the handpiece was exchanged. Despite the step taken to resolve the issue ultrasound power was still low with the second handpiece. Completion of the case is unknown. Additional information has been requested and received. This is the second of two reports for this event.

Manufacturer narrative:
In the context of phaco handpieces, ultrasound (u/s) refers to one type of phaco motion longitudinal and torsional. The customer did not specify if both of the phaco motions were absent. The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction the manufacturer internal reference number is: (B)(4).